Event description:
A patient's generator was received by the manufacturer from the explanting facility, but the reason for the device removal and return was unknown at the time. Information was later received that the device removal occurred due to the patient developing an infecton approximately a month after a device replacement surgery. The device manufacturing records were reviewed and confirmed that both the patient's generator and lead were properly sterilized prior to being distributed. Cultures of the infections were taken noting that propionbacterium acnes was present with the infection, and no other species were identified. The returned generator and lead underwent product analysis which did not observe any anomalies with either device, and both devices performed according to specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.